Event description:
User facility reported that while seating the novasure disposable device during an attempted endometrial ablation, the physician noted a "little more give and the doctor checked the cavity with the hysteroscope and noticed [a uterine] perforation". The procedure was abandoned. During follow-up with the physician in 2009, he reported that following the attempted novasure procedure, a laparoscopy was done. The perforation was visualized, and no bowel injury was seen. No treatment was needed for the perforation but he performed a hysterectomy, at the patient's request, to treat her menometrorrhagia. Additionally, he reported the patient has been seen on follow-up and she is doing fine. A hysteroscopy, endometrial biopsy, and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Additional lot. Expiration date: 12/22/2009. Additional manufacture date: 11/22/2008. Device history record (DHR) reviews were conducted for the identified lot and serial numbers of both disposable devices. No abnormalities were found related to the reported information. These devices passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.